Event description:
A young male was taken to surgery for symptoms of cholecystitis and biliary dyskinesia. The patient was in need of lapchole procedure. Upon the surgeon using the 5mm ethicon ligamax endoscopic clip applier, it misfired and would not administer the clip needed for closure to the cystic duct. There was no injury to the patient and a new clip applier was obtained to finish the procedure. The original clip applier was taken out of service and sequestered for risk management pick up. Patient's procedure was completed and patient was taken to pacu for recovery.